Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross hd was selected for an ultrasound examination of the target lesion. During preparation, air could not be flushed from the catheter so the screen could not be seen. The device was not used, and the procedure was completed using another of the same device. There were no patient complications.